Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using the pinnacle pfr kit, one of the pinnacle plastic sheaths tore into two pieces inside the patient. The physician used a kelly stat clamp to remove the pieces. The procedure was completed with this device with no complications to the patient, and the patient is reported to be "fine" post-procedure.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration date of the device is unknown. The lot number of the device used is unknown, consequently, the manufacture date of the device is unknown. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.